Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should also be noted that per the indication for use section of the mitraclip system, "the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. Based on the information reviewed the definitive cause for the reported single leaflet device attachment (slda) could not be determined. Poor image resolution was due to patient anatomy. The recurrent tricuspid regurgitation (tr) was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (mr) with a grade of 5. Patient anatomy included a previously implanted implantable cardioverter-defibrillator (ICD), with an ICD lead impinging the leaflets and three pacing leads: one in the coronary sinus, one atrial and one ventricular. Acoustic shadowing was noted, due to the leads and some visualization issues were noted. Three clips were implanted and the tr was reduced to grade 1. Two clips were implanted on the anterior and septal leaflets, and 1 clip was implanted on the anterior and postal leaflets (complaint device). The tr was reduced to grade 1. On (B)(6) 2019, echocardiogram was performed and noted that the anterior/posterior clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. The tr had increased to grade 2. No chordal rupture or other tissue damage was noted. At this time, no additional intervention was performed. No additional information was provided.